Manufacturer narrative:
(B)(4). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2021-00565 and 3005099803-2021-00569 for the associated device information. It was reported to boston scientific corporation that a sensation short throw was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the snare would not cut the polyp. The technician stated it felt flimsy and would not close all the way. A second sensation short throw was used and the same problem occurred. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.

Manufacturer narrative:
G2: report source (user facility) maude report mw5099149 received on march 01, 2021. H6: problem code a050702 captures the reportable event of loop failure to cut. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. H10: the complainant indicated that the device is not available for return. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. B5 and h6 (patient codes, impact codes) have been updated with the additional information based on maude report mw5099149 received on march 01, 2021.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2021-00565 and 3005099803-2021-00569 for the associated device information. It was reported to boston scientific corporation that a sensation short throw was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the snare would not cut the polyp. The technician stated it felt flimsy and would not close all the way. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event. Additional information received on march 01, 2021. It was reported that they were having issues with the snares not cutting through polyps causing clips to be replaced at the polyp site to stop the bleeding.